Manufacturer narrative:
The investigation into the access site bleeding ¿ minor, the vascular damage - peripheral vessel, the limb ischemia ¿ reversible and the thrombus issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding - minor was not determined since product was not returned and there is a lack of clinical details. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related due to the patient's severe peripheral and aortic disease. As the necessary information was not provided, the root cause of the limb ischemia and the thrombus was not determined.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after achieving hemostasis of the left common femoral artery, the foot became cool to the touch and bluish in color. A doppler pulse was not found and the artery was found to be 100% occluded. A thrombectomy was subsequently performed and the staff was able to aspirate multiple clots. Heparin was additionally added to treat the clotting. It was noted that the patient had severe peripheral and aortic disease at the time of the noted issue. While assessing the flow across the left common femoral artery, a hematoma developed in the left groin. Manual pressure was applied to manage the condition and an angiogram revealed extravasation at the mid left common femoral artery. A balloon tamponade was initially applied, but a covered stent was later placed when the extravasation continued. A smaller balloon was then inflated at high pressure within the stent and the extravasation resolved. The patient¿s blood pressure began to drop and, despite hemoglobin levels being within normal limits, the decision was made to give the patient one unit of prbc (packed red blood cells). Further intervention was not required.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿